Event description:
It was reported that the patient experienced warming at the ipg site during an MRI where the ipg was placed into MRI mode.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.